Manufacturer narrative:
Retained samples of the possible concerned lot numbers (220214-4011 and 210406-4012) have been inspected visually and tested electrically for the function. All tested electrodes were within limits, no failure could be detected. On (B)(6) 2022 we have received two original closed pouches each for the concerned lot numbers 220214-4011 and 210406-4012 from the user for further investigation. The returned samples have been inspected visually and tested electrically for the function. An electrical continuity test using a multimeter for both returned defibrillation sets was performed on all metal components: the connector, the cable, the rivet and the electrode itself. No electrical failure of the metallic components was detected. Afterwards the returned defibrillation sets were tested for the function on a gs corpuls 3 defibrillator. The returned defibrillation electrode sets have been recognized immediately by the defibrillator and simulating a patient incident on the test device fluke impulse 7000dp. Also a simulated shock on both tested returned defibrillation sets was successfully. The pacing/stimulation mode was also tested. No abnormalities were found here either. As the concerned product involved in the incident was discarded no conclusion regarding the cause of the malfunction can be drawn.

Event description:
On (B)(6) 2022, we have been informed about a malfunction with a defibrillation electrode set at beckingen in (B)(6). Gs defibrillation electrodes catalogue number 05120.1 corpatch easy pre-connected (model df53nc) and a gs corpuls c3 defibrillator had been used. We received a partially filled in questionaire stating that [translated from german language to english language]: "when pacing a patient with a p-wave asystole, the device repeatedly stops and asks which electrodes are connected to the device." The patient was described as obese and the skin type as normal no hair. It was also described that the skin was not dried, not cleaned, not shaven as there was no hair, not disinfected and no lotion was used. The electrode was adhering well to the patient skin. The pacing therapy lasted for about 15-20 minutes. The defibrillation electrodes pouch had been opened prior to usage. No patient injury was reported caused by the malfunction. It was also reported that the service partner tested the defibrillator and there was nothing unusual about the device. The concerned and involved samples have been discareded. The end user is returning samples of two possible concerned lot numbers 220214-4011 and 210406-4012 in the incident. No further details have been disclosed so far.